Event description:
It was reported that an ilet device with a cracked screen limited navigation to meal announcements only, resulting in the user being unable to access other menus and the system remaining disconnected while blood glucose was stable. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and arrangement for device replacement with instructions to sync data, shut down the device, and return the original using a provided label. Investigation of this device revealed damage to the display assembly consistent with a broken or cracked screen that impaired user interface function, with no evidence of software malfunction or glycemic control impact. It was concluded, based on previously established findings for similar reports, that the cause was user-interface impairment due to physical damage to the device screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.